Event description:
It was further reported that during the initial angiography, prior to placement of the filterwire ez and the carotid wallstent, the anterior cerebral artery was occluded. No event was reported by the patient at that time and no action was attempted. The stroke was reported to be due to atheroemboli at the beginning of the procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR report #: 2134265-2009-04690. Clinical trial. It was reported that prior to discharge following a carotid artery stenting procedure the patient experienced a stroke. The index procedure treated the 80% stenosed, 5.5x10mm lesion of the ostium of the left internal carotid. Treatment consisted of placement of a filterwire ez, deployment of a 10x24mm carotid wallstent, and post dilation resulting in 10% residual stenosis. At the time of discharge, the patient stated that his signature was not the same as it was on admission. This was not reported while the patient was hospitalized. The patient also reported numbness of his right arm on days five and seven post procedure. The investigator report "I suspect the initial angiography before the stent or filterwire led to atheroemboli and a small stroke". The investigator assessed this event as unrelated to the study devices and highly probably related to the study procedure.

Manufacturer narrative:
(B)(4).